Event description:
The patient stated he does not believe his infusion device is delivering boluses properly. He stated, "I have to keep pumping and pumping the same bolus at 30 minute intervals 4-5 times." He stated he has had high blood glucose for "weeks" ranging rom 250-378 mg/dl. His recommended range is 80-120 mg/dl. The patient's symptoms of high blood glucose are lethargy, tight joints, muscle aches, and his tongue swells. He stated he eats the same lunch every day and gives himself a 4 unit bolus after lunch. He stated on 11/03/06 his blood glucose after lunch was 222 mg/dl and he had to give himself a 7 unit bolus. Later that day his blood glucose had reached 356 mg/dl. The patient stated he has changed out all of his accessories, but he doesn't "trust the pump." The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for evaluation.